Manufacturer narrative:
One used lf5544 device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection of the device found no defects. The device was activated multiple times on simulated tissue. All seal cycles were completed satisfactorily and end tones were heard each time. The monopolar valleylab mode also functioned without issue. The investigation found the device to function normally and within specifications for sealing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of initial report: (B)(6) 2017 the incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the device did not seal after an end tone was heard indicating a completed cycle. There was no energy delivery, and bleeding occurred after cutting the tissue. There was no patient injury, and another device of the same type was used to complete the procedure.